Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the sheath was kinked and the drive cable was cut 137 cm from the distal end of the connector shaft and was not returned for analyzed. Visual and microscope inspection revealed imaging core windup and imaging window detachment near the lap joint section. Microscope inspection also revealed the guidewire exit port was damaged, but the tip was in good condition. Impedance testing showed an electrical open at distal end of the catheter between 20 to 30cm from the distal housing. Functional inspection revealed a test guidewire was able to be inserted and there was no indication of resistance in tracking the guidewire into of the catheter.

Event description:
It was reported that a catheter issue occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion, but it was not able to cross the lesion. The image was lost and when the device was pulled, it was noted that the sheath had separated. The detached fragment was removed with a snare, and nothing remained in the patient. The procedure was completed with another of the same device. There were no patient complications and the patient condition after the procedure was good.

Event description:
It was reported that a catheter issue occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion, but it was not able to cross the lesion. The image was lost and when the device was pulled, it was noted that the sheath had separated. The detached fragment was removed with a snare, and nothing remained in the patient. The procedure was completed with another of the same device. There were no patient complications and the patient condition after the procedure was good.